Event description:
It was reported that during implant attempt, the lead dislodged two times. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) the full lead was returned and no anomalies were found. It was noted the proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation was breached cut. There was blood in/on the helix mechanism and a bent tip. There was damage at implant.